Manufacturer narrative:
As part of the complaint investigation, the implicated patient sample (B)(6) was sent to quotient for testing and was tested 10 times on an in-house mosaiq instrument. All results were obtained non-reactive. Further analysis of the implicated patient sample was performed by an external laboratory which uses another method (abbott architect) to detect covid-19 antibodies. Result from the external laboratory testing was non-reactive for the sample. Quality control results were provided and confirmed that the mosaiq covid-19 antibody magazine product 128002, lot 1100037412 was performing as expected on the day of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the mosaiq covid-19 antibody magazine product 128002, lot 1100037412. The investigation confirmed that the true result for implicated patient sample (B)(6) is non-reactive for covid-19 antibodies. The investigation determined that the discordant reactive result obtained with the mosaiq instrument (B)(4) was due to a contaminated image. This MDR has already been sent by email to cdrh-eua-reporting@FDA.hhs.gov on friday 23 october 2020. On monday 28 december 2020, we received the instruction from cdrh-eua-reporting@FDA.hhs.gov to submit the MDR electronically to FDA through the emdr process as FDA does not accept a manual completed form 3500a anymore. That's the reason why we submit this same MDR today through the emdr process.

Event description:
The initial reporter stated they received one discrepant result for the same sample ((B)(6) from one patient tested with two different (B)(4) instruments. The sample gave a reactive result on instrument (B)(4) and a non-reactive result on instrument (B)(4). It was unknown what was the expected result for this patient. There was no allegation of patient harm as a result of this event. This report corresponds to quotient complaint number (B)(4).